Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. No harm requiring medical intervention. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed selftest and displacement test. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 1 trace on keypad assembly.